Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge. Zoll medical corp has not received the device for eval, and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.